Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for a hemorrhoidal banding procedure, performed on (B)(6), 2011. According to the complainant, the first two bands were successfully deployed at the targeted area. However, no additional bands were able to be deployed using this device. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for a hemorrhoidal banding procedure, performed on (B)(6) 2011. According to the complainant, the first two bands were successfully deployed at the targeted area. However, no additional bands were able to be deployed using this device. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned ligator head revealed that four bands remained attached. No damage was observed to the bands or the ligator head teeth. The suture, which was attached to the trip wire, had detached from the ligator head and bands. Seven knots were present in the suture per design. Functionally, the handle knob was able to be turned without issue and clicked appropriately after each 180 degree rotation. The condition of the returned incident device was consistent with the complaint that the bands failed to deploy. The evaluation found that the suture had detached from the ligator head and bands. There are controls in the manufacturing process that exist to limit product performance issues. Additionally, the user reported that several bands were able to be deployed prior to the reported event. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.